Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm, tmicl12.6, -15.0/2.0/098 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022 as a replacement lens to address excessive vault and blurred vision. It was reported that blurry vision was still present after implantation of this replacement lens. The reporter stated, "will continue to monitor". See MFR # 2023826-2022-01316 for claim against the initial lens.